Manufacturer narrative:
The download data from the returned device showed that an 0x18 alarm was generated, indicating the device had reached an empty reservoir. This alarm stopped the delivery of insulin due to the empty reservoir. The reservoir was confirmed to be empty upon inspection. Inspection of the phb data found that the agc algorithm was able to appropriately adapt to changes to egvs and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached 800 mg/dl. The patient was dehydrated. For treatment, the patient was given fluids and insulin. The patient was discharged after 2 days. The pod was worn between 4 and 24 hours on the leg.